Event description:
It was reported that patient presented for follow up in clinic. It was noted that left ventricular (lv) lead was inappropriately pacing the atrium. The lv lead was dislodged. The lead was explanted and replaced. Patient condition was stable.